Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to verify the failed battery test alarm or perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm after entering her blood glucose levels in the bolus wizard. The insulin pump also alarmed failed battery test prior to the button error alarm. The customer reported that their blood glucose levels went up. The customer's blood glucose level was 140 mg/dl. The customer was advised that the device would be replaced. No further details were provided.